Manufacturer narrative:
Case information including related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 jaws nitinol staple system on (B)(6) 2018. Two 18 x18mm jaws straight staple assembly was reported broken post-operatively. A revision surgery was not reported. This is report 2 of 2 for this incident.